Manufacturer narrative:
(B)(4). S.w version unknown. Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage on the motor and vibrator assembly noted. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2021 14:12:00.000 and (B)(6) 2021 14:22:00.000. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed located at the battery compartment. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the force sensor. During visual inspection, found corrosion on the pcba1 and pcba2.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. Customer stated that the insulin pump was dropped in water. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.